Event description:
It was reported that the device stopped ventilating and the cockpit went black. Reportedly, the device smelled hot. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The log file analysis could confirm that the cockpit of the device performed a single cockpit restart for unknown reason that lasted about 3 minutes. After completion of the cockpit restart the device was performing without deviation. The ventilation was not affected by the cockpit restart and continued as set. The log file analysis found no indication for a persistent hardware malfunction of the cockpit. The cause for the reported hot smell could not be determined. It is recommended to verify proper function of peripheral components, e.g. Devices with medibus interface. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.